Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("it turned out that a coild had ended up in uterus") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pregnancy and parity 2. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced device expulsion (seriousness criterion intervention required), disturbance in attention ("could not concentrate"), fatigue ("always tired"), arthralgia ("started having significant joint pain"), inflammation ("all kinds of inexplicable inflammation in body") and asthenia ("had no energy for anything at all anymore"). The patient was treated with analgesics as well as surgery (has the implant surgically removed and part of her uterus had to be removed as well). At the time of the report, the fatigue and arthralgia had not resolved. The reporter considered arthralgia, asthenia, device expulsion, disturbance in attention, fatigue and inflammation to be related to essure administration. The reporter commented: having had the coils removed, patients' condition has improved somewhat in recent years. But she will never be the same again. She still gets tired easily and she still has joint pain. Essure has turned my whole life upside down. After all this time, I now hope for recognition of what was done to me and all the other women. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("it turned out that a could had ended up in uterus") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced device expulsion (seriousness criterion intervention required), disturbance in attention ("I couldn't concentrate"), fatigue ("always tired"), arthralgia ("started having significant joint pain"), inflammation ("all kinds of inexplicable inflammation in my body") and asthenia ("had no energy for anything at all anymore"). The patient was treated with surgery (hysterectomy). At the time of the report, the fatigue and arthralgia had not resolved. The reporter considered arthralgia, asthenia, device expulsion, disturbance in attention, fatigue and inflammation to be related to essure administration. The reporter commented: having had the coils removed, patients' condition has improved somewhat in recent years. But she will never be the same again. She still gets tired easily and she still has joint pain. Essure has turned my whole life upside down. After all this time, I now hope for recognition of what was done to me and all the other women. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-aug-2023: event medical device removal is replaced with event device expulsion. New events inflammation, joint pain, asthenia, can not concentrate , fatigue were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.